Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, she experienced high blood glucose of 400 mg/dl. Her symptoms were blurred vision and dizziness. She manually treated with shots and feels ok. Troubleshooting was performed and no anomalies were noted. High pressure was performed and the device passed. Customer was advised to monitor the issues and call back it reoccurred. Customer is not returning the device for analysis.